Event description:
The report indicated that following 35 hrs of support, plasma leakage was noted from the gas outlet port. The device was changed out with no pt compromise. The device is designed and labeled for extracorporeal oxygenation of and carbon dioxide removal from blood, and is designed to operate at blood flow rates of between 1 and 7 liters per minute for periods of up to 6 hrs.